Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a charge/shock failure. The device was not in use on a patient.